Event description:
Rn noticed pt IV medication was fast flowing on pump even though it was set for 75cc/hour it was running wide open, roller clamps clamped and pump shut off. Another rn checked pump and tubing. Tubing continued to free flow while remaining seated in the off pump. Rn noticed that all medication was flowing from the secondary bag to the primary and was bypassing all safety features of tubing. Pt received no bolus of medications. New sets were replaced and pump and new tubing were then working appropriately.